Manufacturer narrative:
Upon reassessment of the reported event, it was identified that the device did not cause or contribute to the reported event. Please see 0001825034-2024-02452 for details related to this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision of the tibial bearing to address instability approximately fourteen (14) years post-operatively. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 concomitant devices: vanguard posterior stabilized tibial bearing 10mm x 63/67mm catalog #: 183620 lot #: 289230 series a standard 3 peg patella 31mm catalog #: 184764 lot #: 872530 biomet primary tibial plate with locking bar 67mm catalog #: 141212 lot #: 159340 biomet modular finned stem with screw 80mm x 10mm catalog #: 141316 lot #: 678210. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.